Manufacturer narrative:
The report of ¿unable to tighten setscrew¿ was confirmed. Analysis of the returned ipg found the setscrew for port 9-16 had been backed out too far and became turned on its side above the connector block rendering the setscrew unusable. The setscrews orientation was able to be corrected and once corrected the setscrew functioned as intended. Device inadvertently marked as not returned in initial.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's lead revision on (B)(6) 2019. (Reference manufacturer report numbers: 3006705815-2019-03454, 3006705815-2019-03453), the physician was unable to tighten the set screw on the ipg, therefore the ipg was explanted.